Event description:
The customer reported the extension set connection leaking. No pt harm or medical intervention was reported. No add'l info pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.